Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A consumer reported that shortly after an intraocular lens (iol) implant procedure, he experienced double vision. The surgeon attempted to remove the iol approximately 13 months later and was unable to do so because it was "stuck in the eye" per the consumer. The surgeon was only able to "turn" the lens. Additional information was provided by the surgeon, who indicated that the patient had a toric mutifocal iol in the right eye and he is very unhappy with dysphotopsia although the vision is good. Additional information was provided that the patient is also experiencing double vision, glare though the vision is ucva 20/20.